Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the upper portion of the tip, near the hinge or joint broke off of the 4mm straight pituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.